Event description:
It was reported that the patient was having chest pains and was hospitalized. It was unclear if this was related to the pump. The patient had been discharged, but it was noted that "they" ran some tests and did a CT scan with contrast, and would be doing a stress test on (B)(6) 2014. The patient's pump was intended to infuse an unknown drug. Additional information was requested to determine cause of the event, relationship to implanted pump, drug information, and patient outcome.

Manufacturer narrative:
Concomitant medical products: product ID: 8578 lot# serial# (B)(4) implanted: (B)(6) 2014, product type: accessory. Product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2007. Product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).